Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000074343. Date of event is estimated.

Event description:
It was reported that the patient experienced uncomfortable stimulation. Surgical intervention may be taken at a later date to address this issue.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the patient's system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.